Event description:
On an unknown date, a patient in the united kingdom underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported that the patient began to experience "stoma infection symptoms" april or june of 2025. The patient was treated with multiple courses of unknown antibiotics over six month with no resolve. The patient then began to demonstrate "psychosis", which led to hospitalization and the discovery of fecal impaction. The patient was discharged on unknown date, after five weeks of inpatient stay. The device remains implanted.

Manufacturer narrative:
Clarification to b3-date of event: reported as 4-6 months ago. Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.